Manufacturer narrative:
The products were not returned by the hospital. The distributor provided a picture of the screw heads. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The possible adverse effects in the instructions for use (IFU) states: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking, or fracture of the device; nonunion or delayed union which may lead to breakage of the implant; migration, bending, fracture, or loosening of the implant. The warnings in the IFU states: intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws; implants can loosen, fracture, corrode, migrate, or cause pain.

Event description:
A distributor reported a case in which three sternalock blu screws sheared off in the patient's sternum. More information was requested but has yet to be received.